Event description:
It was reported that the lead was capped and replaced due to oversensing of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that insulation defect was noted.